Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the procedure on a pediatric patient, the physician observed that the guidewire was "curved". There were no reports of patient injury, harm, or adverse health consequences associated with the event. The patient's condition was reported as fine. No medical intervention was necessary, and the procedure was completed after changing to another device.